Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient has had some relief since implant about 50-55% reduction in symptoms. The day prior to the report they began experiencing shooting pain in their private area. They did not know what caused the onset of this pain. They were transferred to patient services to discuss program change. Later on that day, additional information was received from the patient who reported painful stimulation. They are getting an electrocuting pain which causes the patient to urinate randomly. They get an electrocute in their crotch area which causes the patient to fall to the ground. The patient confirmed therapy was on so stimulation was decreased, but the uncomfortable stimulation issue was not resolved. Stimulation was then turned off which stopped the sensation; patient noted their urinary/bowel symptoms have returned. As a result of what was reported, the call center walked the patient through on switching programs because the patient wanted to try a different program. They were also trying to, but their patient programmer (pp) wouldn't let them change to a different program. Patient said they can't get their pp to "register," but sometimes the pp does "register" to pp. They were able to connect and said they were on program 1 at 0.3v; stimulation was on. During the call, they switched to program 2 and increased to 0.5v where they were "good there." They were redirected to their healthcare provider (hcp); troubleshooting resolved reported issue. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.